Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump has cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone, the keypad on the insulin pump was unresponsive. Customer's blood glucose was 146 mg/dl. Customer's father didn't recall any significant events which may have caused the keypad issues. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. He agreed to return the device for further analysis.